Event description:
The device was returned to the manufacturer after being explanted due to the severity of the patient's symptoms of bradycardia with lightheadedness, dizziness, fatigue, weakness, and shortness of breath. The patient had presented to the ER (emergency room) and there was no evidence of pacing at that time. The physician suspects the device to be at end of life. The device has now subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and analysis of the device revealed normal battery depletion, meeting 80% of the expected longevity. Both loaded and unloaded pacing current drain levels were normal for this device at bol (beginning of life) voltages. There is no evidence to indicate a problem with the battery. Without knowing the programming history of this device there is no way to determine why it did not meet its expected longevity calculation.